Event description:
According to the reporter. The handle could not be fully squeezed, and the clips were malformed. Additional resection of tissue was done and another device was used. There was no bleeding or tissue damage. Nothing fell into the patient cavity. The procedure was not extended more than 30 minutes. No patient info available.

Manufacturer narrative:
(B)(4). (B)(4).